Manufacturer narrative:
This event occurred between (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that normal saline could not be pushed through the "caps" of two (2) one-link non-dehp microbore catheter extension sets. This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including pressure and clear passage testing were completed and the device performed according to product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.